Manufacturer narrative:
The review of data provided confirmed the reported issue: a hair was present in the plastic bag in which some documents are inserted. The manufacturing process as well as device history records show that the device has been manufactured and delivered to the field following all applicable procedures. The packaging of the device has been performed in the automated packaging room. This packaging operation is done in a non-controlled contamination area after the device was sterilized. The operators wear the clothes required to be in the non-controlled contamination rooms: clogs, cap and garment. Most probably, the hair was on one of the components packaged in the subject box or was already inside the plastic bag when the documents were inserted in the plastic bag. This case is isolated. No issue on the sterile barrier of the subject device is suspected. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, a teo dr was implanted normally in the (B)(6) hospital in (B)(6). After unpacking the device the technician spotted a human? Hair in the inner plastic with the information on declaration of conformity and manual information. They have not opened this plastic map. Normal implant was performed since the inner package was not concerned by the reported issue but the hospital wants to know how this is possible working in an environment that is supposed to be free of contamination. Please explain the procedure of packaging to them.

Event description:
Reportedly, a teo dr was implanted normally in the (B)(6). After unpacking the device, the technician spotted a human? Hair in the inner plastic with the information on declaration of conformity and manual information. They have not opened this plastic map. Normal implant was performed since the inner package was not concerned by the reported issue but the hospital wants to know how this is possible working in an environment that is supposed to be free of contamination. Please explain the procedure of packaging to them.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The UDI will be provided at the follow-up 1 MDR.